Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected as the remaining longevity went from 11 months to 7 months within 3 days. A request was made to have data from this device analyzed. Data analysis review determined that the device's battery is depleting within normal behavior and the change in the battery longevity appears to be normal due to the right atrial (ra) sensing at a high rate. Power usage appears to be normal. Technical services (ts) provided reprogramming recommendations. It was also noted that there are red alerts recorded due to shock lead impedance high out of range. The patient notes show that this appears to be a known situation. There is no further information regarding the shocking lead involved. This ICD system remains in service. No adverse patient effects were reported. Additional information provided indicates the shock lead is a non-boston scientific product, and the patient is scheduled for ICD replacement in the next few months. The patient will continue to be monitored at this time and further investigation will be performed when the replacement procedure date approaches. The ICD system remains in service at this time. No adverse patient effects were reported. Additional information received indicates the device remains in service and the patient will continue to be monitored until the device reaches elective replacement indicator (eri).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected as the remaining longevity went from 11 months to 7 months within 3 days. A request was made to have data from this device analyzed. Data analysis review determined that the device's battery is depleting within normal behavior and the change in the battery longevity appears to be normal due to the right atrial (ra) sensing at a high rate. Power usage appears to be normal. Technical services (ts) provided reprogramming recommendations. It was also noted that there are red alerts recorded due to shock lead impedance high out of range. The patient notes show that this appears to be a known situation. There is no further information regarding the shocking lead involved. This ICD system remains in service. No adverse patient effects were reported. Additional information provided indicates the shock lead is a non-boston scientific product, and the patient is scheduled for ICD replacement in the next few months. The patient will continue to be monitored at this time and further investigation will be performed when the replacement procedure date approaches. The ICD system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected as the remaining longevity went from 11 months to 7 months within 3 days. A request was made to have data from this device analyzed. Data analysis review determined that the device's battery is depleting within normal behavior and the change in the battery longevity appears to be normal due to the right atrial (ra) sensing at a high rate. Power usage appears to be normal. Technical services (ts) provided reprogramming recommendations. It was also noted that there are red alerts recorded due to shock lead impedance high out of range. The patient notes show that this appears to be a known situation. There is no further information regarding the shocking lead involved. This ICD system remains in service. No adverse patient effects were reported. Additional information provided indicates the shock lead is a non-boston scientific product, and the patient is scheduled for ICD replacement in the next few months. The patient will continue to be monitored at this time and further investigation will be performed when the replacement procedure date approaches. The ICD system remains in service at this time. No adverse patient effects were reported.